Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 294 mg/dl while wearing the pod between 4 and 24 hours. When removed from the insertion site (abdomen), the patient's mom reported that the cannula was visible, but the pink slide was not visible, indicating a needle mechanism failure. As treatment, patient's mom gave a manual injection of insulin using a pen, and then replaced the pod.